Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3389-40, lot# 0209297900, product type: lead. Product ID: 3389-40, lot# 0209297901, product type: lead.

Event description:
A health care professional via a manufacturer representative reported a consumer was implanted on (B)(6) 2015 due to parkinson's disease. Recently, high impedance (15091, 14133, 12694, 18601 ohms) at 3.0 v of the right cerebral 0:00 was found. The consumer was noted to be in a bad state, worse symptoms, and did not feel stimulation. Actions taken to solve the event was noted as reprogrammed the parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.